Manufacturer narrative:
Method: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection were performed. (B)(4). Work order search: no similar complaints types events were reported for units within the same lot.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -15.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to refractive surprise. The lens was +3.0d from the target. The lens was exchanged for a similar lens and the problem was resolved.